Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a completely defective stimulator in the past. The patient reported that all components had been removed. The patient also reported that the components were ¿useless¿ and almost killed them. It was also noted that the patient was ¿too sick¿. No further complications were reported.